Event description:
It was reported "the user initiated the iab therapy for a patient on (B)(6) night @ 20:30 in ccl, the implantation iab catheter was smooth by following the instruction of IFU and the pumping started at around 21:15. The pump was on ECG trigger and functioned normally without alarm. The patient was transferred back to ccu after the procedure and the condition of the patient and the ac3 were still stable. Until midnight, error message of 'no ap signal available' occurred and the earliest record according the alarm history was at 02:27 on (B)(6) 2024. The alarm message consistently occurred on the iabp until 09:15am. Apart from this ap signal problem, other alarm message including 'trigger loss', 'arrhythmia timing not available', 'ECG lead fault' and 'unstable or erratic triggering: afib' also occurred during the iabp therapy from time to time until 09:33 on (B)(6) 2024. Please refer to the attached photos for details of alarm history. According to the user, the alleged ac3 unit was still pumping until 08:59, but it started to stop pumping at around 09:00 - 09:10 under autopilot mode and no 'yellow' alarm appeared on the screen. Thus, the user attempted to resume pumping by pressing the 'pump on' button. However, the problem of the iabp persisted and the system showed 'arrhythmia detected' and 'unstable or erratic triggering: afib'. The user complaint that they could not dismiss the alarm and change to operator mode by pressing the touchscreen. Based on the alarm history, 'system error 7, subcode 10' occurred at 09:12, which matched the time when the user could not operate the ac3. To continue the iab therapy, the user decided to switch the connection of iab catheter and bp transducer from the ac3 to another maquet iabp. The maquet iabp functioned normally and the patient was stable".

Manufacturer narrative:
(B)(4). UDI#: UDI number unavailable as complainant did not report a lot number. Returned for investigation was an ac3 cpm board. The part was returned in a brown cardboard box with the electrostatic protective bag. Visual inspection of the returned sample was performed, and no abnormality was noted. The customer pictures were reviewed. The pictures show the alarm history of trigger loss, system error 7, no ap signal available, and unstable trigger. The pictures show the erratic triggering which is consistent with the event details. A review of the iabp alarm log files for this pump was performed. There is no alarm related to the event date. The cpm board was installed into a known good ac3 for functional testing. The pump was powered on with no abnormality. A patient simulator was connected to the pump and pumping was initiated. Upon power up of the iabp, the ap and ECG signals were observed to be normal. The pump was able to detect all ECG leads. The system passed voltage check, bp transducer, and static ram memory. Performed ECG, ap signal and trigger checklist and passed. The pump was left to run for over an hour without any alarms or errors. The system functioned as intended. Device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of triggering difficulty is confirmed based on the pictures provided in the complaint; however, the returned cpm board passed functional test specification during the complaint investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "the user initiated the iab therapy for a patient on 23 may night @ 20:30 in ccl, the implantation iab catheter was smooth by following the instruction of IFU and the pumping started at around 21:15. The pump was on ECG trigger and functioned normally without alarm. The patient was transferred back to ccu after the procedure and the condition of the patient and the ac3 were still stable. Until midnight, error message of 'no ap signal available' occurred and the earliest record according the alarm history was at 02:27 on 24 may 2024. The alarm message consistently occurred on the iabp until 09:15am. Apart from this ap signal problem, other alarm message including 'trigger loss', 'arrhythmia timing not available', 'ECG lead fault' and 'unstable or erratic triggering: afib' also occurred during the iabp therapy from time to time until 09:33 on 24 may 2024. Please refer to the attached photos for details of alarm history. According to the user, the alleged ac3 unit was still pumping until 08:59, but it started to stop pumping at around 09:00 - 09:10 under autopilot mode and no 'yellow' alarm appeared on the screen. Thus, the user attempted to resume pumping by pressing the 'pump on' button. However, the problem of the iabp persisted and the system showed 'arrhythmia detected' and 'unstable or erratic triggering: afib'. The user complaint that they could not dismiss the alarm and change to operator mode by pressing the touchscreen. Based on the alarm history, 'system error 7, subcode 10' occurred at 09:12, which matched the time when the user could not operate the ac3. To continue the iab therapy, the user decided to switch the connection of iab catheter and bp transducer from the ac3 to another maquet iabp. The maquet iabp functioned normally and the patient was stable".